Manufacturer narrative:
Device component code relates to device problem code for the reported event of fiber broke. Mfg site name- (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
This manufacturer report pertains to one of two devices used in the same procedure. Refer to the associated manufacturer report 3005099803-2017-03367 for the other associated device information. It was reported to boston scientific corporation on (B)(6) 2017 that two accumax 365 laser fibers were opened for use in a procedure performed on (B)(6) 2017. According to the complainant, during preparation and outside the patient, the laser fiber broke when inserted into the scope. The procedure was completed with a different device. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.